Event description:
It was reported that during the intra operative nim vital had no waveform. There was no patient impact.

Manufacturer narrative:
H3: product analysis concluded that the requested phenomenon could not be duplicated during the inspection at the time of acceptance. After 24-hour aging inspection, the final operation inspection was performed, and it was observed that there were no abnormalities. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4); product ID: nim4cpb2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.